Manufacturer narrative:
Concomitant medical products: product ID: 8575, lot#: n057773, implanted: (B)(6) 2007, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2000, product type: catheter. Other relevant device(s) are: product ID: 8575, serial/lot #: (B)(4), ubd: 24-jan-2008, UDI#: (B)(4). Product ID: 8709, serial/lot #: (B)(4), ubd: 12-jun-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal compounded baclofen 1125 mcg/ml at 224 mcg/day in flex mode via an implanted pump for an unknown indication. It was asked but unknown when the event/difficulty occurred. It was reported during normal elective replacement indicator (eri) replacement of the pump; the doctor did not observe cerebrospinal fluid (csf) backflow from the disconnected catheter. The patient was not complaining of ineffective therapy or noticeable changes in therapy over time. The pump was replaced, and the customer discarded. The catheters remained implanted. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included attempting csf aspiration from the catheter access port (cap) on (B)(6) 2020 that was not successful. No actions/interventions were taken to resolve the issue as this time. The patient was referred back to the doctor to discuss a potential catheter revision. It was unknown if the issue was resolved at the time of this report. Other medications the patient was taking at the time of the event was ¿unable to obtain, not available.¿ the patient¿s status was ¿alive- no injury¿ and the patient¿s weight and medical history were asked but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2020-feb-06. It was reported that outside of the attempted aspiration at the time of surgery, no additional diagnostics had been performed. The cause of the lack of csf flow and inability to aspirate the catheter was not determined. The hcp intended to schedule a dye study and a revision as needed. These were not yet scheduled. It was unknown if the issues were resolved and it was unknown if the event resulted in impact to the patient/user.